Event description:
It was reported that during an endoscopic vein harvesting procedure, it was noticed that there was a crack on the lens. A replacement device was used to complete the procedure. No pt effect has been reported. On 2/15/2007-during a review, it was noticed that this report was submitted under an incorrect MFR number, which was 2954310-2007-00001, on february 6, 2007. We are attaching the incorrect MDR as well. We have corrected the MFR number on this report, and are resubmitting it.

Manufacturer narrative:
Initial investigation shows that the distal window was observed to be cracked. Scholly assessment received on 2/12/2007, indicates that distal tip damaged due to customer handling.